Manufacturer narrative:
A field service engineer (fse) detected that peri-pump tubing was leaking. The fse replaced the peri-pump tubing and primed the instrument several times to confirm the leak had stopped. Hardware is the root cause of this event.

Event description:
The customer called hotline and stated fluid was leaking on the left side of the unicel dxi 800 access immunoassay system that was collecting below the peristaltic pump. The customer reported they could not determine the origin of the leak. The customer confirmed to hotline there was no exposure or injury as a result of the leak.